Event description:
The customer reported the ventilator had a 35 volt supply failure. The customer reported the ventilator was not in use on a patient, therefore there was no patient harm or involvement. The manufacturer's service technician was able to duplicate the reported event. Review of the ventilator diagnostic log confirmed a 35 volt failure occurrence which may result in a shut down of the device during operation. The service technician replaced the power management pcb board to address the finding. Performance verification testing was completed and passed to operating specifications.

Manufacturer narrative:
Printed circuit board (pcb).